Event description:
It was reported that the device had a force sensor bridge test error message. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the device has a force sensor bridge test issue. Repair records found (motor not running, audible alarm during the occlusion test) parts that are related to the clutch are replaced to fix the issues. Review of event history found force sensor bridge test, check clutch/plunger lever. Complaint was confirmed by powering up the pump and checking the pump alarm history. Device was repaired by replacing the force sensor, plunger printed circuit board (pcb), plunger head mount, and plunger cable to fix the force sensor bridge test. Replaced the left and right clutch, and clutch spring to fix the check clutch/plunger lever issue. Replaced the plunger left case, and keypad because they were damaged. The main cause of complaint was that the pump has a force sensor bridge test. After replacing the parts, the pump passed all the testing and is fully operational.